Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was reproduced. System error 105 was confirmed and caused by dislodged motor mount screws with one screw lodged in between the motor gears. The failed motor assembly and screws were replaced.

Event description:
During baxter's eval of a spectrum pump, it displayed system error 105. There was no pt involvement.